Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced two days post implant due to a product performance issue. It was suspected the lead exhibited a loss of pacing or capture after being repositioned. No additional adverse patient effects were reported. The explanted lead was not received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.